Event description:
The user facility reported a 19-year-old male noted in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the patient had a pulseless, cold leg likely due to clot at access site. The team was discussing options for treatment versus removal. Decision was made to attempt distal antegrade reperfusion sheath in right superficial femoral artery (sfa). Patient was taken to cardiac catheterization lab (ccl), but the interventional cardiologist(ic) was unable to access vessel successfully. The pump was removed over wire and substituted for 6fr sheath with previously placed perclose devices cinched down. Multiple angiograms found occluded flow at the level of the popliteal.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the limb ischemia - reversible has been completed. The product was not returned. Per the clinical information provided, the cause of the limb ischemia - reversible issue most likely was patient condition related.